Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-01189, 1627487-2020-01192, 1627487-2020-01194. It was reported the patient's drg system was explanted for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the system was explanted for an infection at the ipg site.

Event description:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the system was explanted for an infection at the ipg site.